Event description:
Pt underwent cardiac surgery in 1999. After coming off heart/lung machine and beginning to close pt, a staff member noted that the tip of the venous cannula was missing. Pt's chest was re-opened, pt was placed back on heart/lung machine, and the tip was retrieved.